Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During the application of a 6f ¿ 7f mynx control vascular closure device (vcd) while crossover wire was still in position as the intervention was advanced by the other side after the closure, button# 1 was released and waited for two minutes. However, it was noticed that the balloon marker slowly receded into the device which indicated that there were problems with the balloon. After two minutes, the physician continued as planned and then device was removed. An angiography was used, and it was determined that the closure did not worked because the balloon loss its pressure. Therefore, the physician assumed that the crossover wire damaged the balloon and hemostasis was achieved with manual compression with less than thirty minutes (30 min). There was no reported patient injury. The was device stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the device prior to use. The device was prepped according to the IFU. The device was opened in a sterile field. The type of procedure was the mynx vcd used in was interventional peripheral and a retrograde approached was used with the device. The vessel diameter was pre-dilated with a 7mm balloon catheter. There was severe vessel tortuosity. There was a presence of moderate calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. The balloon lose pressure after being pulled to the arteriotomy. The patient was not hospitalized, or the patient's hospitalization was not extended as a result of the event and the patient recovered after the event. The event caused a clinically relevant increase in the duration of the procedure. The event did not cause a condition that requires hospitalization or significant prolongation of existing hospitalization. The device will be returned for evaluation. Additional procedural details were requested but are unknown.

Manufacturer narrative:
During the application of a 6f /7f mynx control vascular closure device (vcd), the balloon lost pressure. There was no patient injury. While using the mynx control vcd, the crossover wire was still in position as the intervention was advanced by the other side after the closure, button# 1 was released, and the physician waited for two minutes. However, it was noted that the balloon marker slowly receded into the device which indicated that there were problems with the balloon. After two minutes, the physician continued as planned and then the device was removed. An angiography was used, and it was determined that the closure did not work because the balloon lost its pressure. Therefore, the physician assumed that the crossover wire damaged the balloon and hemostasis was achieved with manual compression with less than thirty minutes (30 min). The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the device prior to use. The device was prepped according to the IFU. The device was opened in a sterile field. The type of procedure was the mynx vcd used in was interventional peripheral procedure and a retrograde approached was used with the device. The vessel diameter was pre-dilated with a 7mm balloon catheter. There was severe vessel tortuosity. There was a presence of moderate calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. The balloon lost pressure after being pulled to the arteriotomy. The patient was not hospitalized, or the patient's hospitalization was not extended as a result of the event and the patient recovered after the event. The event caused a clinically relevant increase in the duration of the procedure. The event did not cause a condition that requires hospitalization or significant prolongation of existing hospitalization. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned. Per visual analysis, button 1 and 2 were fully depressed. The sealant was not returned with the device. The procedural sheath was engaged to the handle. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed no leak in the balloon. The balloon was able to be inflated/deflated with proper functioning of the inflation indicator as intended per the mynx control instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f1933602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was not confirmed during analysis due to the condition in which the device was received. Functional analysis revealed no leak in the balloon of the returned device. In addition, the balloon of the returned device maintained pressure as intended. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcification reported, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.